Event description:
During robotic surgery, the enseal jaws locked inside the patient. Surgeon tried to unlock jaws and when the hand piece was squeezed again, the jaws broke. No pieces of the enseal were found in the body. It was taken from the field, the nature of the issue was the disposable, not the machine. No harm to patient. Enseal rep is aware. The item will be given to the enseal rep. FDA safety report ID # (B)(4).